Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a voltage error. The investigation was performed considering complaint description and system history. According to the error codes described in the complaint information, the problem was related to the generator. During radiation, the system constantly checks the voltage of the generator. If, as in the given case, the system determines that the voltage is outside the permissible range due to a voltage drop, the above-mentioned error codes are displayed. It was not possible to conduct a more comprehensive investigation as no components were replaced nor could appropriate log files be provided for the purpose of investigation. In the meantime, the situation has been rectified on site. Therefore, the cause of the complaint can no longer be determined beyond doubt, as the circumstances on site have changed as a result of the customer's successful intervention. According to the customer, the system was ready for operation again after a restart, which was carried out. According to expert opinion, the problem could be due to a spontaneous voltage drop in the customer's power system. No parts were replaced, and no corrective measures were required. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis avantic system. During an emergency procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.